Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging oral/nose irritation, sore throat, fluid behind ears, headaches, black lungs, flashing lights in eyes, ear infection, dizziness, skin problems, and eye irritation/burning while using the device. Patient also alleged visualization of black particles/residue in mask, tubing, and chamber. Medical intervention was getting tubes in the ears. These new allegations have made this an adverse event allegation. The manufacturer contact information has also been updated. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The updated coding in h6 reflects this change.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging oral/nose irritation, sore throat, fluid behind ears, headaches, black lungs, flashing lights in eyes, ear infection, dizziness and skin problems related to a CPAP device's sound abatement foam. Patient also alleged visualization of black particles/residue in mask, tubing, and chamber and eye irritation/burning while using the device. Medical intervention was getting tubes in the ears. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section b3 has been corrected in this report. In this report, section d8, d9, h2, h3 and h6 has been updated.